Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The pfc100 and all charger boards were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The motor battery and pfc100 were returned for analysis. Functional analysis determined that these parts were malfunctioning causing the reported event. Concomitant medical products: other relevant device(s) are: pcba bi31000163 motor battery charger. Pcba bi31000172 pfc board 1000 lot number 60027. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was having visual and olfactory indications of a thermal event.